Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The patient complained of questionable inr results from both their coaguchek xs meter and a clinics coaguchek xs pro meter compared to the neoplastin ci plus laboratory method. The serial number for both the patient's meter and the clinic's meter were requested but were not known. This medwatch will cover the patient's strip lot. Refer to the medwatch with patient identifier (B)(6) for information on the unknown strip lot used at the clinic. The result from the patient's meter was 4.4 inr. Within 1 hour the result from the clinic's meter was 4.5 inr while the laboratory result was 3.3 inr or 3.4 inr, the patient was not sure of the specific value. The laboratory sample was collected at the same time the clinic meter result was obtained. The patient's therapeutic range is 2.5 - 3.5 inr. Due to the laboratory results being in the patient's therapeutic range, the patient's warfarin dosage was not changed. The patient has had no changes in either their warfarin dosage, diet, medications, or health recently. The patient does not have hematocrit concerns, does not have antiphospholipid antibodies, is on no other blood thinners except for aspirin, no signs of bleeding or bruising, and no need for medical attention. The patient's meter and test strips have been requested for return. Replacement products have been sent. Additional information on the meter and test strips used at the clinic have been requested but have not been provided. Relevant retention test strips (lot 36143823) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: qc 1: 2.4 inr, qc 2: 2.3 inr , qc 3: 2.4 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot -qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.0 %.